Event description:
It was reported that during a laparoscopic gastric bypass procedure, the seal tore on device while removing a ray-tec sponge. No piece of device fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the duckbill partially detached from the sleeve; however, no damage was noted on the duckbill. A possible caused of the event reported is when the duckbill got partially detached from the sleeve it seems like the duckbill was torn. It should be noted that an investigation has been initiated to address the potential root cause of the seal issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.